Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached a battery status of end of life (eol) approximately 3 weeks after an elective replacement indicator (eri) was declared. The device then reverted to storage mode. In addition, the patient experienced a syncopal episode due to a suspected ventricular arrhythmia. The device was in storage mode at the time of this episode. The device was explanted and a new device was implanted. The device was returned for analysis.